Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 98 machine, the machine had caused an excess weight. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. The visual inspection observed an irregular in ultrafiltration movement. To resolve the issue, the qualified technician updated the new version of the device; calibrate the variable flow and the priming detector; perform the earth protective test; and calibrated the internal ultrafiltration cells. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.